Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event involving a chemosafelock connecter that there was a leakage. The quantity affected is 1, and the sample is available for evaluation. There was no reported patient involvement.